Event description:
It was reported after ablation with a cool path catheter in the right ventricular outflow tract on the anteroseptal wall, a pericardial effusion was noted. Six hundred cc of fluid was drawn out of the pericardium by the physician. A jp drain was placed post-procedure.

Manufacturer narrative:
Visual inspection of the returned device revealed no anomalies. The catheter successfully passed continuity, resistance and EKG testing. Steering force to create a curve was within specification. The catheter also successfully passed ablation simulation testing, pressure drop testing, and the rate test. The tip of the catheter was inspected under the microscope, no issue was observed. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The cause for the reported pericardial effusion remains unk. Date report submitted to FDA by manufacturer: 12/09/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.